Manufacturer narrative:
At this time, the pacemaker has not been returned for evaluation. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that this pacemaker was found to be in safety mode. The pacemaker was explanted and replaced due to safety mode and suspected premature battery depletion. No additional adverse patient effects were reported.

Event description:
This report is being filed as the product was returned and device evaluation has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.